Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Additionally, the customer received a cartridge alarm 25 during the load process. The customer's blood glucose level was in the 300's (mg/dl). It was indicated manual injections were administered to address blood glucose level.

Manufacturer narrative:
Cartridge alarm 25- no failure identified.